Manufacturer narrative:
The portion of the device involved in the reported incident that broke off has been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported: the implant broke during insertion. About 1/8 broke off and came out attached to inserter. The surgeon decided to leave the implanted portion in the pt and completed the surgery. The device broke when the surgeon was implanted it and after he had felt it was in secure. On 06/26/2014 additional info was received from the clinical engineer. A small piece of the implant sheared off after the implant was in place. The surgeon elected to leave the device implant and not remove it. There was no adverse consequence or injury to the pt reported to date. The surgery was a l4/5 lateral interbody fusion with redondo-l, l5/s1 tlif with nanometalene l4/s1 unilateral posterior fusion with newport. The small part of the device that broke off was sent and received for investigation.